Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor device was missing the nose pins (front pins), lipen seal and teflon seal. It was also observed that there was a hole in the hose and speed was too low. It was further determined that the device failed the following pre-tests: housing pin height, outer hose inspection, temperature, sound, and rotations per minute (rpm). This event did not occur during surgery but occured prior to use on the patient. It was unknown if there was a delay to the surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.